Manufacturer narrative:
Additional information: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway at zoll manufacturing corporation. The reported problem (unable to baseline) has been confirmed. Upon investigation, the monitor was unable to perform a baseline. The cause for the failure has yet to be identified. No adverse event resulted from the defective monitor.

Event description:
While monitor sn (B)(4) was being investigated for an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) was unable to perform a baseline.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway at zoll manufacturing corporation. The reported problem (unable to baseline) has been confirmed. Upon investigation, the monitor was unable to perform a baseline. The cause for the failure has yet to be identified. No adverse event resulted from the defective monitor.

Event description:
While monitor sn (B)(4) was being investigated for an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) was unable to perform a baseline.